Event description:
Event details as reported: "I've been informed today that one of our customer (B)(6) had a critical issue yesterday with solopath during tavi procedure. It was apparently with a stfi-2135 (old version) used with an edwards sapien 26mm (to be confirmed as soon as I'll have information from the cathlab). The artery was around 5 mm and severely calcified with a stent in iliac segment. Insertion of the solopath and valve implantation undergone without any problem, but when the physician wanted to pull back the solopath, it stayed tucked into the artery. So he tried to pull harder and finally ripped the sheath in 2 parts. One outside of the patient and the other stayed into the artery. For the moment, the patient status is stable and the physician doesn't know yet if he will remove the remaining part from the artery because of the bad general status of the patient..."

Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.